Event description:
Patient's low battery alarm started in 6/2002 - unable to schedule desired surgeon to replace the device. In 8/2002 patient started symptoms of increased spasms, itching, and anxiety. Alternative surgeon contacted. Pump replaced 2002. Patient has recovered and is doing well now.